Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had rainbow effects on the screen which affects the visibility in sunlight. The customer¿s blood glucose was unknown. Customer reported that the insulin pump rejected the new batteries. Customer stated that the insulin pump received unexplained no delivery alarms. The insulin pump will not be returned for analysis.